Manufacturer narrative:
This report is submitted on october 12, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the device was explanted due to infection on (B)(6) 2016.

Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. - attachment: [61145-device analysis report.pdf]